Event description:
It was reported to medtronic neurosurgery that csf was leaking form the distal end of the drainage tubing near the leur lock. According to the report, the tubing had become disconnected.

Manufacturer narrative:
The only component of the exacta system that was returned was the pt line tubing. The luer connector on the pt end was returned disconnected form the tubing. This damage precluded leak testing. There was a trace amount of adhesive in the disconnected luer connector, however, the amount of adhesive on the connector at the time of manufacture could not be verified. During the assembly process, adhesive is applied to both luer connectors of the pt line during the same steps. Therefore, the adhesive is typically consistently applied on both pt line connectors. The pt line stopcock connector exhibited an adequate amount of adhesive. The cause of the disconnection could not be identified. Two possible lot numbers were provided for this event, lots 11733789 and 11760225. The manufacturing records for these lots were reviewed, and no anomalies were noted. To date, no other complaints have been received for either lot. No impact to the pt was reported.